Event description:
(B)(4). It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained through the femoral artery and the target lesion was located in the superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 40mm sterling es balloon catheter over the 0.014 platinum plus guide wire however, the balloon became stuck on the guide wire. The physician was able to advance the guide wire in the balloon catheter however; could not withdraw the guide wire from the balloon. The catheter had "accordioned" while trying to cross the occlusion. The balloon catheter and the guide wire were removed from the patient as a unit. The procedure was successfully completed with an unspecified bsc balloon catheter and a non-bsc guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the sterling es balloon catheter was returned with the glidex guide wire. Dried blood was present inside the inner shaft of the balloon catheter and the guide wire was protruding 184.0 cm from the hub/manifold and 0.5 cm from the tip. Microscopic examination of the hub/manifold confirmed the proximal end of the inner shaft was appropriately positioned and attached. The inner shaft and balloon was bunched up/buckled 3cm and 4 - 4.5cm from the tip. A kink was noted 0.5 cm from the tip and the tip was damaged. The device was soaked in a water bath in an attempt to loosen and dislodge the dried material from the lumen of the device however, the wire could not be removed. There was no evidence of any product quality deficiencies contributing to the reported event or the as-received condition of the catheter and no further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR. 2134265-2011-01844. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained through the femoral artery and the target lesion was located in the superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 40mm sterling es balloon catheter over the 0.014 platinum plus guide wire however, the balloon became stuck on the guide wire. The physician was able to advance the guide wire in the balloon catheter however; could not withdraw the guide wire from the balloon. The catheter had "accordianed" while trying to cross the occlusion. The balloon catheter and the guide wire were removed from the patient as a unit. The procedure was successfully completed with an unspecified bsc balloon catheter and a non-bsc guide wire. No patient complications were reported and the patient's status is ok.